Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse performed system check, high sensitivity (hs) system check, wet/dry test and 20-point low-end precision test for troponin I. The fse verified the unit conformed to the manufacturer's performance specifications. The customer stated the original patient sample is aliquotted from the primary tube to a secondary tube, re-centrifuge the sample, aliquot, and retest the sample in duplicate. The customer stated no system errors were noted. Quality control (qc) recovered within specification. The cause of the incident is inconclusive. This medwatch report is related to MDR 2122870-2012-00962.

Event description:
The customer reported non-reproducible troponin I (accutni) patient results involving access 2 immunoassay system. The customer stated troponin I result was negative and recovered positive on the other access 2 system. The discrepant results were not released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.